Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior repair due to vaginal vault prolapse, cystocele, and enterocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring, foot and leg cramps. It was reported the patient experienced vaginal mesh dyspareunia, cystocele, rectocele, enterocele, urethral hypermobility, stress urinary incontinence and interstitial cystitis and underwent removal of vaginal mesh on (B)(6) 2009. She also underwent anterior vaginal repair with donor fascial fascia of the anterior vagina, rectocele repair with insertion of donor fascial fascia in posterior vagina, vaginoperitoneal colpopexy, facial mid urethral sling, insertion of suprapubic catheter and perineoplasty. On (B)(6) 2009, she had implantation of tutoplast allograft (tutogen) and suspend (ati biologics) x 2. It was reported that the patient experienced genuine stress urinary incontinence and urethral hypermobility and had monarc implanted (ams) on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, and mesh was implanted; on (B)(6) 2009, mentor was implanted; and on (B)(6) 2009, suspend was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to vaginal mesh foreign body dyspareunia following previous pelvic repair. (B)(4).